Event description:
This is report 4 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis on an unknown date. It is unknown if the patient was hospitalized. The cause was unknown and the outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). A batch review was performed on potentially associated lot 12l11h25, and there were no issues detected during the production of this batch relating to the nature of this complaint. Should additional information become available, a follow-up report will be submitted. Exact occurrence date is unknown.